Event description:
On (B)(6) 2012, it was reported that high impedance was observed on (B)(6) 2012, during a system and normal mode diagnostics test. The patient was last seen on (B)(6) 2011, and diagnostics were stated to be within normal limits; dcdc=2 (system diagnostics test) and dcdc=5 (normal mode diagnostics test). The patient's settings since (B)(6) 2010, have been output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2.25ma/magnet on time=30sec/magnet pulse width=500usec/ifi=no. X-rays were taken and reviewed by the physician. There was no clear lead discontinuity; a portion of the lead was obscured behind the generator. The lead pin appeared to be fully inserted into the generator. The x-rays were going to be sent to the manufacturer for review, however they have not been received to date. The patient's caregivers stated that the patient has not responded to stimulation recently, doesn't seem to feel it. However, they stated that she is a very good responder to vns and continues to be a good responder. The patient still responds to magnet stimulation and makes a moaning/gagging noise, but this may be habitual as she often does or says habitual things when faced with a particular situation so there is no clear evidence that the patient is feeling magnet stimulation. There was recent trauma when two weeks ago the patient tripped and hurt her ankle. Around this same time the patient had an atonic seizure and fell to the ground. These two events are considered possible causes for the patient's high impedance. The patient has been referred for revision surgery. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that x-rays will not be available. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6), 2012 when the patient's programming history was reviewed. A battery life calculation was performed which showed 4.2 years remaining until neos=yes. Attempts for additional information have been made but have been unsuccessful.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the nurse was unsure about having the patient's x-rays sent to the manufacturer for review. Attempts for further information have been made but no additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.